Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 1.56" from the distal tip. A piece measuring proximately 0.190¿ x 0.192¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Mechanical indentations was found on both distal and proximal clevises and also on the idler pulley. The complaint was confirmed by failure analysis. Additional observation(s) not reported by site included the instrument was found to have a broken conductor wire inside the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. In addition, mechanical indentations was found on both distal and proximal clevises and also on the idler pulley. The instrument was found to have multiple indentations/burrs on the edge/outer face of the distal idler pulleys. There were no pieces missing. Grip cables adjacent to this indented pulley do not show damage.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument became stuck and could not be removed from the instrument port. The surgeon was not able to operate the instrument from the surgical console. The customer used a release kit but unsuccessfully removed the instrument. The customer then pulled the entire port and the instrument from the patient. The instrument joint was found damaged upon checking. There was no report of fragment(s) falling inside the patient. The procedure was delayed and completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not increase the port incision to remove the whole port. It seemed like the instruments collided with each other, but there were no other issues with the instrument during use. When the instrument was removed from the cannula invitro, the instrument might have been damaged/detached.